Event description:
It was reported that hour glass/no readings/sensor error occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On the morning of (B)(6) 2023, the patient experienced difficulty breathing and vomiting and woke her mother up. The parent checked the cgm and noticed an error alert message (sensor error wait up to 3 hours), and then the cgm immediately displayed ¿high¿. A finger stick glucometer reading was performed, which showed 500 mg/dl, and the mother decided to remove the sensor. Upon sensor removal, the sensor wire was covered in blood. The mother confirmed the cgm, and the tandem pump was functioning normal before the patient went to bed. The sensor error occurred during the night and lasted for five hours, and the tandem pump stopped automatically administering insulin. The patient became hyperglycemic. The mother inserted a new sensor, and it was functioning normally. The tandem pump continued to automatically administer insulin, but the bg level remained high. The mother manually administered a bolus of 6 units of fast-acting insulin (via flexpen), but the bg level remained high, and the parent decided to call emergency medical services (ems). After arrival, the bg fs value by paramedics had decreased to 420 mg/dl. Ems only monitored the patient¿s blood sugar level and vital signs, and no treatment was provided. Although ems offered to transport the patient to the hospital, the mother declined, and stated she would continue to monitor the patient on her own because it was new years eve and they wanted to celebrate at home. At the time of the follow up report, the parent confirmed the patient was doing well. No product or data was provided for investigation. Confirmation of the problem and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.